Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that despite following the disinfection instructions, the scissors in question showed oxidation signs and rust from the first use. During the tenth use of the device in medical procedure, one of the branches of the scissors broke off inside the uterine cavity. The fragment was recovered and extracted with no adverse consequences for the patient. Procedure was completed successfully but with a prolongation of more than 30 mins.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).